Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12966, 1627487-2018-12967. It was reported that the patient began to feel discomfort in her face from the implant leads. As a result, the patient may undergo surgical intervention at a later date. This report is in reference to devices being used for off-label use.

Manufacturer narrative:
"Date of explant" has been entered.

Event description:
Investigation revealed that there is no allegation against the occipital lead and it does not pertain to this issue. Patient does not have occipital leads as they were explanted earlier under the following MFR report numbers: 1627487-2018-00431, 1627487-2017-01941.